Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) was giving an unable to fill alarm while on a patient. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon pump (iabp) was giving an unable to fill alarm while on a patient. As a result, the iabp was swapped out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#: (B)(4). No part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of the unable to refill alarm is not able to be confirmed. A teleflex field service agent serviced the pump and the issue could not be reproduced. The pump passed preventative maintenance (pm). The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.